Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 1¿ powerloc max safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged and a needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling, wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with material fatigue, suggesting that damage was accumulated through repetitive mechanical stresses such as twisting and bending; however, an additional factor(s) may have contributed. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported patient was sent home on chemotherapy via a infusion pump. When they came back to the clinic 96 hours for a bag change, leaking was noted with the bd/bard port access needle. Additional information provided 02/23/2021: " the break occurred where the tubing is attached to the actual entire port, not something the nurses are putting on." Pediatric oncology patient were receiving a: 28 day infusion; pediatric oncology patient had bag of drug changed every 72-96 hours (where leaking is being reported by parent or clinician); administered blinatumumab (brand blincyto); patient sent home with the infusion through a cadd (smith medical) home infusion pump; leaking was reported where the tubing meets the hub where above a needleless connector/cstd would be connected. This report addresses one of two patients.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient was sent home on chemotherapy via a infusion pump. When they came back to the clinic 96 hours for a bag change, leaking was noted with the bd/bard port access needle. Additional information provided 02/23/2021: the break occurred where the tubing is attached to the actual entire port, not something the nurses are putting on. Pediatric oncology patient were receiving a: 28 day infusion. Pediatric oncology patient had bag of drug changed every 72-96 hours (where leaking is being reported by parent or clinician). Administered blinatumumab (brand blincyto). Patient sent home with the infusion through a cadd (smith medical) home infusion pump. Leaking was reported where the tubing meets the hub where above a needleless. Connector/cstd would be connected. This report addresses one of two patients.